Manufacturer narrative:
A supplemental report is being submitted for corrections to b3, b5 and h11. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2024 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 11-may-2023, h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited multiple losses of power and the vad also exhibited a low flow alarm. The controller remains in use.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6) h3: yes serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)), one (1) battery ((B)(6)), and one (1) controller ((B)(6)) were not returned for evaluation. A review of the battery's manufacturing documentation confirmed that the associated device met all requirements for release. A review of the pump's and controller's device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2024 at 10:10:39, (B)(6) 2024 at 06:37:01, (B)(6) 2024 at 07:02:01, and (B)(6) 2024 at 07:05:12, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event was logged on (B)(6) 2024 at 08:01:39. A subsequent vad disconnect alarm was logged at 08:01:47, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm cleared at 08:01:51, indicating that the driveline was connected to the controller. Additionally, review of the data log file revealed that the controller was not in use prior to the first power up event on (B)(6) 2024; the first data point was logged on (B)(6) 2024 at 09:02:15, indicating that this controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Of note, several clock changes were logged, in which the controller's date was set to (B)(6) 2010 and (B)(6) 2024; no pump ID setting events had been logged on the controller prior to these clock change events. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. These are additional findings, not related to the reported event. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change event can be attributed to troubleshooting and the controller with no set pump ID connected to the monitor, triggering the monitor to update the date/time of the controller. Further review of the event log file also revealed nine (9) additional controller power up events with associated motor start events logged between (B)(6) 2010 and (B)(6) 2024, indicating losses of power to the controller. The controller was without power for an average of 10 seconds per loss of power. No anomalies were recorded leading up to the losses of power. In addition, log files revealed two (2) low flow alarms were logged since (B)(6) 2024. Review of the alarm log file did not reveal any critical battery alarms within the analyzed period. As a result, the reported low flow, vad disconnect, and loss of power events were confirmed. The reported critical battery alarm, battery not recognized event and vad stop event could not be confirmed. However, it is likely that the loss of power was perceived as the reported vad stop. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, cons triction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery not recognized event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted due to revisions made to the codes and investigation summary. Revised product event summary: the ventricular assist device (vad) (B)(6), one (1) battery (B)(6), and one (1) controller (B)(6) were not returned for evaluation as the vad remains in use, the battery was discarded, and the controller remains in use. A review of the battery's manufacturing documentation confirmed that the associated device met all requirements for release. A review of the pump's and controller's device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2024 at 10:10:39, (B)(6) 2024 at 06:37:01, (B)(6) 2024 at 07:02:01, and (B)(6) 2024 at 07:05:12 and 09:45:14, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event was logged on (B)(6) 2024 at 08:01:39. A subsequent vad disconnect alarm was logged at 08:01:47, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm cleared at 08:01:51, indicating that the driveline was connected to the controller. Additionally, review of the data log file revealed that the controller was not in use prior to the first power up event on (B)(6) 2024; the first data point was logged on (B)(6) 2024 at 09:02:15, indicating that this controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Of note, several clock changes were logged, in which the controller's date was set to (B)(6) 2010 and (B)(6) 2024; no pump ID setting events had been logged on the controller prior to these clock change events. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. Further review of the event log file also revealed nine (9) additional controller power up events with associated motor start events logged between (B)(6) 2010 and (B)(6) 2024. The controller was without power for an average of ten (10) seconds per loss of power. No anomalies were recorded leading up to the losses of power. Additionally, log files revealed twelve (12) low flow alarms were logged since (B)(6) 2024. Review of the alarm log file did not reveal any critical battery alarms within the analyzed period. As a result, the reported low flow, vad disconnect, and loss of power events were confirmed. The reported critical battery alarm, battery not recognized event and vad stop event could not be confirmed. However, it is likely that the loss of power was perceived as the reported vad stop. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery not recognized event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the incorrect date and time event can be attributed to improper set up during initial programming of the controller. Additional products d1: heartware ventricular assist system ¿ controller d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-june-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 16-june-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed a motor start event with parameters outside of the typical range. It was also reported that the battery exhibited a critical battery alarm associated with a ventricular assist device (vad) stop, and when the patient disconnected the ac adapter, the battery in place was not recognized by the controller. The vad remains in use, and the battery was removed from service. No patient complications have been reported as a result of this event. -